Event description:
Patient presented for a procedure and it was discovered that the device was in shipment mode. The patients device was checked, and a manual impedance test was performed that took the device out of shipment mode and the device was then programmed. Patient never transmitted implant date as well as other statistics to home monitoring despite having successful transmissions go through. The device remains implanted.